Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial# (B)(4), product type: recharger. Product ID: 37761, serial# n/a, product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: n/a. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the ins recharger (insr) was only working intermittently. The patient was trying to charge the ins but the insr screen would not turn on. The insr was not charging and the patient was seeing a warning screen. The screen then went blank and the patient was unable to further clarify what was on it. The patient stated the desktop charger (dtc) light was on and the arrows matched up. They unplugged the connector pin and reinserted it stating it felt snug. The insr screen was still blank. The patient checked the ins using their patient programmer (pp) which needed new batteries. They saw a warning screen to charge the ins. The patient thought the ins was depleted and they needed to charge it but they were unable to due to the insr issue. A replacement insr was sent. No patient complications were reported as a result of this event. Additional information received stated that the new recharger did not solve the issue. The patient was still unable to power the recharger. The patient met with a manufacturer's representative (rep) who was able to charge the ins with the rep's recharger. The rep confirmed the ins was still chargeable. The rep believed the patient needed an entirely new recharging system. The patient confirmed the programmer was working. The patient was transferred to repair,and it was determined the connector pin was bad. Patient was issued a new desktop charger. No symptoms were reported. There were no reported complications and no further complications were expected.

Manufacturer narrative:
Product ID (B)(4) serial# (B)(4) product type recharger: analysis of the recharger c0530188 found evidence of broken connector pins. Fdc code (B)(4) applies to the recharger. Fdc code (B)(4) applies to the implantable neurostimulator. All fdr and fdm codes apply to the recharger. If information is provided in the future, a supplemental report will be issued.